Event description:
Lead was attempted but not implanted. Doctor attempted to access the cardiac vein and lead would not advance without the outer catheter pushing out of the cs. This attempt resulted in a dissection of the cs. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.